Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited battery longevity data anomaly; the device exhibited false high impedance. No intervention was performed. The patient's condition was stable.